Event description:
It was reported that there was far field r-wave (ffrw) and the patient noted feeling diaphragmatic stimulation. There was also sudden increase in atrial capture threshold and a drop in p waves. It was also reported there was high threshold on the right ventricular (rv) lead. Both leads were partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID addr01 ipg, implanted: (B)(6) 2009. (B)(4).